Event description:
Customer reported a cartridge change error with pump, which did not cause blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact. After attempting to troubleshoot by checking the cartridge's o-ring and cleaning the pneumatic tap area, the issue persisted despite using a second new cartridge. Technical support decided to replace pump and instructed customer to use multiple daily injections (mdi) as a backup. Customer was guided on storing pump before returning it, and agreed to return it using the provided pre-paid label.